Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the posterior side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: brown particle observed, on the device. Wear abrasion observed, on the device. Crease fold observed, on the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.